Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pace/sense portion of the lead capped for an unspecified issue. The hv portion of the lead remains active. The patient was stable. No further information is available.